Manufacturer narrative:
The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo¿ sheath. In addition, some bents on the vessel dilator could be related to the resistance when it is introduced. A functional test was performed, in accordance with bwi procedures. The dilator was introduced with the hemostatic valve and it dislodged and resistance was found. Then, the hemostatic valve was taken off the hub and the vessel dilator was introduced into the vizigo¿ sheath and some resistance was felt during the testing. The outside diameter (od) vessel dilator was measured, and it was within specifications. A device history record evaluation was performed for the finished device number 00001851 and no internal action was found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. At this time, it is not possible to determine the root cause of the hemostatic valve condition, however, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside of the hub of the vizigo¿ sheath. Initially, it was reported that while setting up for the case, there was a lot of resistance while pushing the dilator into the vizigo¿ sheath. The vizigo¿ sheath was replaced and the issue was resolved, and the case continued. No adverse patient consequences were reported. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo¿ sheath. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction. The awareness date for this reportable lab finding is 24-mar-2022.